Event description:
Reportable based on device analysis completed on 04-feb 2022. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it failed to pass the lesion due to the resistance. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 5.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on mid stent region lifted from their crimped positions. The undamaged stent outer diameter was measured and the result within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 9.6 cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.